Event description:
It was reported on 03/31 that during a surgical procedure, the surgeon used a raytec sponge to blot blood for improved visualization. While in use, the fibers of the raytec began to unravel and fragments detached, remaining within the surgical cavity. The surgeon identified the issue, manually retrieved the visible raytec fragments, and subsequently irrigated the wound. No additional complications were reported at the time of the event.

Manufacturer narrative:
It was reported on 03/31 that during a surgical procedure, the surgeon used a raytec sponge to blot blood for improved visualization. While in use, the fibers of the raytec began to unravel and fragments detached, remaining within the surgical cavity. The surgeon identified the issue, manually retrieved the visible raytec fragments, and subsequently irrigated the wound. No additional complications were reported at the time of the event. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.